Event description:
Defective alarm: the low vacuum alarm didn´t trigger on.

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Event description:
Defective alarm: the low vacuum alarm didn´t trigger on.

Manufacturer narrative:
This complaint was confirmed upon evaluation of the returned device. A technical evaluation of the pump conducted at the (B)(4) service center on 17 february 2014 confirmed device failed functional testing. A faulty vacuum motor (pump) was ruled as the most probable root causes of the reported no alarm issue. As a corrective action the defective vacuum motor was replaced; the repaired device passed all functional tests and was confirmed working within specifications (refer to ra# (B)(4)). No further actions are necessary. According to follow up response there was no patient involvement when issue was noticed. The complaint is recorded and any similar issues will be monitored through the complaint system.